Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having a revision on the day of the report due to "high" impedances. It was noted that "wiping everything down and reconnecting" did not address the high impedance issue. It was stated that all pairs had impedances greater than 10,000 ohms on 16 electrodes. After switching the "tails" of the leads so that the 0-7 "leg" was in the back port of the implantable neurostimulator (ins), the 0-7 had "normal" impedances while the 8-15 had "high" impedances. It was indicated that the all the reference electrodes were not looked at when assessing impedances, but "only" pairs with 0. It was stated that the lead in the snap lid and 0-7 was greater than 10,000 ohms. After switching the "legs" again in the snap lid, 0-7 port appeared to have normal impedances. It was noted that the clinician programmer would not show results. It was indicated that "at least 5" electrodes were out of range (>10k ohms) when impedances were checked in clinic. It was stated that stimulation worked "fine" in the beginning but she could not get stimulation where she needed it. It was noted that the patient had fallen. It was later reported that one side of the lead was fractured on the inside of tail, "about 2 inches from the paddle." It was stated that the lead was replaced and all impedances were "fine" after implant. The patient reportedly was getting good coverage. It was noted that the "broken" lead was "destroyed during explanting." If any additional information is received, a supplemental report will be sent.